Event description:
Customer reported that the insulin pump alarmed button error. Customer was sleeping and the insulin pump was beside him when the alarm occurred. Blood glucose value was 153 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response, due to flattened buttons on dome switch. No button error alarm noted during testing. Insulin pump had a cracked case on display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.